Manufacturer narrative:
The device has not yet been received by the MFR for investigation. The device has not been returned to the MFR for investigation. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that after a knee surgery, the device collected blood into the reservoir. The collected blood could not be transferred into the blood bag for re-infusion. None of the collected blood was re-infused. The pt did not require a blood transfusion from either a blood bank or pre-donated blood. There are no allegations of adverse consequences associated with this event.